Event description:
Brush heads have broken; top round piece detaches [device breakage] a piece of plastic is too thin to hold [device physical property issue] no adverse event [no adverse event] case description: a (B)(6) consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the top round piece detaches from the oral-b dual clean brushheads, and the consumer stated she can see where a piece of plastic is too thin to hold. Three brush heads broke within days of using them, and two lasted about one month. The consumer reported previously using oral-b toothbrushes "for years" without incident. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.